Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jul2020.

Event description:
The customer reported a ventilator with a high blower temperature alarm. It was unknown when this event was observed. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 26oct2020, b4: 27oct2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to verify the v60 cooling fan is running, and to verify the air inlet filter is clean. The then customer ran the device for an extended time and was unable to replicate the reported issue. The customer did not take any corrective action to resolve the reported issue. The device was then returned to service and with no further problems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.